Event description:
(B)(6) states he purchased the chair second hand in 2008 for his wife. (B)(6) states the right side motor is leaking grease. (B)(6) states there was some damage to the carpeting at a local church they were attending. Customer is not looking for anything done on the issue with carpeting at the church at this time.